Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that patient underwent a tlif treating lumbar spinal canal stenosis on (B)(6) 2021. After the cage was deployed, the surgeon started turning it to obtain more appropriate position with the help of a hammer. As the surgeon tapped the cage forcefully, it broke off. The surgeon decided to leave approximately half the cage in the patient's body. Procedure was completed with less than thirty (30) minutes delay. There was no patient consequence. No further treatment is planned. The surgeon suggested possible causes for the event: the patient had robust bone. Surgeon turned the cage which was deployed at slightly anterior position compared the trial implant. This report is for a t-pal advanced applicator handle. This is report 1 of 2 for (B)(4). Additional reports are captured under (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 03.812.520, lot 3l59881: manufacturing site: hagendorf. Release to warehouse date: march 12, 2019. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. H3, h6: a product investigation was completed: visual analysis of the returned sample revealed that the cage was broken off of the device. No other issues were identified. The dimensional inspection was not performed due to the post-manufacturing damage. The drawing reflecting the current and manufacture revision was reviewed. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed. While no definitive root cause could be determined, it is probable that the device was broken due to the unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.